Manufacturer narrative:
The reported high impedance was not confirmed. The lead was returned in fair condition. The outer tubing was breached and this appeared consistent with explant damage. No anomalies or damage that would contribute to the issue were observed. The lead passed continuity and resistance testing on all channels. No physical or functional anomaly that would contribute to the reported issue was observed. The returned lead functioned as intended.

Event description:
Additional information received indicates that the correct model for the lead is mn20450-50a.

Manufacturer narrative:
Per the additional information received d1 and d4 model number were corrected.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Unknown which lead had high impedance. Therefore, both leads are being reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21976. It was reported that the patient lost therapy on the right side due to high impedance on the right l5 lead. As such, surgical intervention took place wherein the leads were explanted to address the issue. The physician was unable to implant a new drg lead. Hence, a scs lead was implanted for scs trial (B)(6) 2020. Information indicates that the patient had a successful scs trial. As such, scs ipg was implanted on (B)(6) 2020.